Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
During iab (intra-aortic balloon) therapy initiation, it was reported that the iab catheter was unable to be inserted through the sheath and the iab catheter was damaged. There was no reported injury to patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the one-way valve attached. The guide wire, extender tubing, introducer sheath dilator assembly and step dilator were also returned. Multiple kinks were observed on the inner lumen within the membrane approximately between 12.7cm and 15cm from the iab tip. Two additional kinks were found on the inner lumen within the membrane approximately 19.1cm and 19.6cm from the iab tip. The sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the kinked inner lumen and membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was found on the inner lumen within a kink approximately 15cm from the iab tip. A leak may impact the ability to maintain vacuum resulting in difficult iab insertion. The condition of the iab as received indicated a leak and kinks on the inner lumen. A leak and kinks in the inner lumen can cause difficulty during insertion. The penetration found in the inner lumen appears to have been caused by a severe kink flexing back and forth that eventually penetrated the inner lumen causing the reported problem. The evaluation confirmed the reported problem. It is difficult to determine when or how a kink in the inner lumen occurs. A severe kink or continuous flexing of a kink can cause the inner lumen to break resulting in a leak. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
During iab (intra-aortic balloon) therapy initiation, it was reported that the iab catheter was unable to be inserted through the sheath and the iab catheter was damaged. There was no reported injury to patient.